Manufacturer narrative:
Imaging provided showed the dissociation of the left l5 modular screw from the screw head. Visual inspection of the returned screw head found damage to the clamp component, which may have caused decreased head pull off strength. These dimensions created excess clearance between components. However, no implant-related cause was found to have contributed to the observed failure. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done for a creo screw head that popped off the screw one week post-operatively.